Event description:
New information received indicates that the patient presented for a follow-up visit at the clinic and the patient was in stable condition.

Event description:
It was reported that the patient's right atrial exhibited noise. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.